Event description:
Mea procedure performed in 2004. The pre-treatment clinical protocol, including hysteroscopy and ultrasound were performed, and treatment was successfully completed. A uterine perforation was observed post-mea treatment during a laparoscopic total ligation procedure. There were no additional injuries present, and no medical intervention was required.